Manufacturer narrative:
Measuring cable (loose connection) defective, replaced. In the course of the repair, we also replaced the battery. Functional testing and test measurements without error.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury occurred.